Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for thv dislodged off balloon was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the valve was inserted by the cts and got stuck halfway through the sheath. The commander kinked trying to push through and the valve would advance no further. Per additional follow up, the kink located in the flex catheter (body of ds), close to the handle, flex catheter body towards the distal portion.' In this case, the user experienced resistance while advancing the delivery system with a crimped valve through the sheath. This suggests that high push force was applied to overcome the resistance during device insertion, which likely caused the delivery system (e.g. Flex catheter) to kink as reported. As such, available information suggests that procedural factors (high push force) may have contributed to the complaint event. As reported, 'it was decided to pull the valve back within the sheath but when that did not work, it was decided to pull the system out as one unit. The commander balloon came out of the valve and the valve was stuck in the sheath and vein. A couple of attempts to move the valve back within the sheath were unsuccessful. It was decided to abort the procedure and surgically removed the valve.' In this case, it is possible that the device insertion pathway may have disrupted due to liner torn observed, which could have resulted in the delivery system with crimped valve to exit to the side of the sheath and exposed the valve, causing difficulties to pull the valve back into the sheath. In such a condition, attempt to retrieve the whole system with exposed valve may have increased the risk of device interaction between valve and vasculature, leading to valve dislodgement off balloon as reported. Additionally, cine imagery revealed that the user attempted to secure the dislodged valve back into sheath, but it was unsuccessful. As a result, a surgical intervention was performed to remove the whole system. As such, available information suggests that procedural factors (retrieval of exposed valve, valve interacted with vasculature) may have contributed to complaint event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist, a patient underwent a mitral viv procedure with femoral vein access for a transseptal access. The first valve was wasted because we could not get past the skin area of access due to scar tissue. The 16fr sheath was in place but the valve was getting stuck before entering the skin area. Sheath was positioned up to the light blue section. Tried different approaches but nothing would work. Removed the whole system and started over with the groin. They used serial dilators up to 26fr to dilate the femoral vein before putting the 2nd sheath in place. Once the second valve was prepared. The valve was inserted by the cts and got stuck halfway through the sheath. The commander kinked trying to push through and the valve would advance no further. It was decided to pull the valve back within the sheath but when that did not work, it was decided to pull the system out as one unit. The commander balloon came out of the valve and the valve was stuck in the sheath and vein. A couple of attempts to move the valve back within the sheath were unsuccessful. It was decided to abort the procedure and surgically removed the valve. A vascular surgeon was called to help with this process. The valve was destroyed upon removal. Patient was complete and patient returned to room. Upon follow up, the fcs advised that there was no difficulty faced inserting esheath into patient. The expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. Right side access was achieved. The delivery system and valve did not exit the tip of the sheath. The delivery system was stuck first to mid portion of the blue section of the esheath. The thv was crimped per IFU. The delivery system was prepared per IFU. The esheath was kinked and there was tearing/sheared the clear part of the expansion portion. The perceived root cause of the event is unknown. Device photos were received. All devices were discarded.

Manufacturer narrative:
This report is 3 of 3. The investigation is ongoing.